Manufacturer narrative:
(B) (4) - the product pertaining to this complaint was not returned, however, the lens was returned and evaluated. Both haptic plates were torn and a piece of the lens was torn off and missing. There was evidence of a clear surgical residue. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).

Event description:
The surgeon reported that the foam tip plunger overrode and tore the lens as he was inserting it. The lens grazed the eye but it was not implanted. No patient injury.